Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal event during holiday. Upon follow-up at the hospital it was found that the device was pacing at 30 bpm and programmed vvi 30. It was noted that at the time of the syncopal event the patient's device was programmed ddd mode. The device was reported to have previously been programmed at a higher rate and no changes had been made of which the physician was aware. Engineering analysis of device data revealed that it had been programmed to vvi 30 approximately since implant and had only been in ddd mode for several hours prior to the save to disk information being sent for analysis. The patient will be scheduled for follow-up with their clinic to have the device reprogrammed upon their return from holiday. No additional adverse patient effects were reported. This device remains in service.